Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.

Event description:
It was reported that they had a high blood glucose value. Customer's other blood glucose value was unknown. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer using the pump but, did not work. Customer declined leaks or air bubbles, cannula was bent. The customer was treated with manual injection. The device was expected to be returned for analysis.